Manufacturer narrative:
The harmonic ace instrument was received for failure analysis evaluation. The instrument was found to have a blade broken at the base. A piece approximate measuring 0.407" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the harmonic ace curved shears attempting to grip thyroid tissue, the instrument tip was broken and fell into the patient. The tip was retrieved, and the procedure was completed with a back-up instrument. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.